Manufacturer narrative:
The device was not returned; however the case recordings from the procedure were received and are currently under evaluation. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post electromagnetic navigation bronchoscopy (enb) procedure, the patient experienced pneumothorax after procedure had been completed. The patient required a chest tube.

Manufacturer narrative:
The locatable guide was discarded by the customer. However, a component of the system, case recordings and logs were returned and evaluated. No unusual findings were observed during the investigation. No findings indicating pneumothorax were observed in procedure log analysis. No software malfunction found. Software operated as expected. If information is provided in the future, a supplemental report will be issued.